Event description:
In the 6/2003 issue of clinical orthopaedics and related research, dr. Joseph borrelli, jr., dr. William d. Prickett, dr. William m. Ricci published information regarding "treatment of nonunions and osseous defects with bone graft and calcium sulfate." Allegedly four patients had the initial treatment fail and a persistent nonunion developed. Of the four patients with persistent nonunions, none used tobacco or had evidence of infection. The first patient had revision external fixation with bone grafting according to the author's protocol; however, the tibia was left in varus malalignment and a persistent nonunion developed. A second surgery was done and tibial alignment was corrected, additional bone graft was added, and the patient achieved healing. No surgical intervention was performed on the 4th patient.

Manufacturer narrative:
Investigation is not complete. Product not returned for investigation. Catalog number and lot number not identified in article. User facility is not identified in article; therefore, user facility cannot be contacted to request medwatch 3500a. Doctor is not identified in article; therefore, no other patient information is available. Trends will be evaluated. This report will be amended when the investigation is complete.